Event description:
On the event date, the patient reported an elevated blood glucose reading (no value given) during an additional training for an air bubble issue. He said he was unsure if the reading was the result of an air bubble. He was instructed to closely monitor for air bubbles and to prime out any bubbles he sees. On follow up with the pt, he stated his blood glucose was 473 mg/dlon the same day, and was the result of an air bubble which "I didn't catch it at first but then it happened again." He stated that 2 days later his blood glucose elevated to 447 mg/dl which he corrected by bolusing insulin through his infusion device. He stated it took 50 units to prime the air bubble out of the system. He stated he is also seeing an endocrinologist who has helped him. He has not experienced any air bubbles since 2009, and his blood glucose has remained in the lower 100's mg/dl which is within his target range. He said he uses room temperature insulin to fill the cartridge which seems to help and he is properly tightening the adapter and tubing. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.